Manufacturer narrative:
The pipeline flex devices has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion of a cerebral aneurysm (20mm). The vessel was reportedly not tortuous and diameter was medium in size. The vessel was straight, but calcified. During the procedure, the pipeline flex was deployed, but did not open completely. The pipeline flex was described to have an hourglass shape. The device was removed from the patient. A new pipeline device was used to complete the procedure without issue. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the pipeline flex was returned for evaluation. As received, the pipeline flex braid was detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. One end of the braid was found fully open with slight fraying. The other end and the middle segment of the braid were found fully open with no damage. Based on the analysis findings, the report of pipeline flex failure to open in the middle segment could not be confirmed. The event cause could not be determined as the returned pipeline braid was found fully open. The cause for fraying damage to the braid could not be determined. No evidence was found to suggest that the device failed to meet specifications. All products are 100% inspected for damage and irreg ularities during manufacture. If information is provided in the future, a supplemental report will be issued.